Event description:
It was reported that the patient presented at clinical follow-up. In clinic, the patient's implantable cardioverter defibrillator could not be connected through radio-frequency(rf) telemetry. A firmware update was performed and telemetry restored afterwards. There were no patient consequences.